Event description:
It was reported that a patient had a complaint about their device only lasting 2 years. The patient was also concerned with potential complications from a needed lead revision to get lower thresholds. The device and lead remain in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that a patient had a complaint about their device only lasting 2 years. The patient was also concerned with potential complications from a needed lead revision to get better thresholds. The lead remains in use and the device was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and analysis of the device revealed normal battery depletion.